Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer experienced high blood glucose. It was stated that it was over 800 mg/dl and they got it to come down to 500 mg/dl. Daughter also reported that the insulin pump alarmed no delivery during bolus with the current infusion set. Customer's blood glucose at the time of the alarm was 403 mg/dl. It was confirmed that the reservoir was not empty and the tubing did not have air. The customer disconnected and was able to perform fixed prime. The customer declined to remove the infusion set. It was advised that there was a possible site issue and that it may prevent the insulin from entering the body. Customer was advised to change the infusion set as soon as possible.